Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 11:00am. The patient reported blood glucose readings of "530 mg/dl and 40 mg/dl" with the subject meter, performed greater than 20 minutes of each other. The patient informed the cca that she manages her diabetes with an insulin pump. Due to the alleged reading of "530 mg/dl", the patient stated she administered her dose of insulin (type and dose unknown) accordingly. Several hours later, the patient claimed her daughter found her unresponsive and sweating, so her daughter tested her on the subject meter and she obtained a reading of "40 mg/dl". According to the patient, the daughter contacted emergency medical services (ems) for assistance. When the ems arrived, the patient indicated she was given food and orange juice to drink. The patient was not able to specify whether another blood glucose device was used at the time of the alleged issue. At the time of troubleshooting, the cca noted the results obtained were from the same approved sample site; however the patient was not able to specify whether the subject meter's unit of measure was set correctly at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia requiring hcp intervention after the alleged meter issue began.